Event description:
The user reported that after having primed the line with magnesium sulphate the set was connected to the gemini volumetric pump and the infusion started. Approximately 2-3 minutes later the pump alarmed for air-in-line and when the nurse went to investigate, she noticed a puddle of fluid on the floor. On closer inspection, she noted that the fluid was leaking out of the pump and when she opened the door, she noticed that the set had been disconnected at the upper portion of the silicone pumping segment joint. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). Although requested, the set has not been received yet for investigation. A f/u report will be submitted once the set has been returned and an investigation is completed or additional info is provided.